Manufacturer narrative:
Analysis of collected information is ongoing. The conclusions will be submitted in the follow-up report.

Event description:
It was indicated by a customer representative that a citadel plus bed side rail was unexpectedly opened under the force exerted by a patient. The event was witnesses by the caregivers who prevented the patient from falling from the citadel plus bed frame. No injury occurred.

Manufacturer narrative:
It was indicated by a customer representative that a citadel plus bed side rail was unexpectedly opened under the force exerted by a patient. The event was witnessed by the caregivers who prevented the patient from falling from the citadel plus bed frame. No injury occurred. The device was inspected by an arjo representative and no malfunction was detected. The side rails operated correctly. According to opinion from the technician who inspected the bed, it seems the most probable that the side rail was not correctly locked. Information how correctly use the side rail is described in the instruction for use delivered with citadel plus devices (831.374). There is included warning to ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ sum up, the inspection of the arjo bed did not reveal any malfunction, the bed met its performance specification. The device was used for the patient¿s treatment when the reported issue occurred. The complaint was assessed as reportable due to indication that a bed side rail unexpectedly opened under the force exerted by a patient as this scenario (if reoccurs) is likely to contribute to the patient¿s fall.